Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety shield activation failed (catheter) it was reported by customer that nurse was inserting an IV and the safety lock did not engage. Verbatim: rcc received a complaint via email. Email(s) attached nurse was inserting an IV and the safety lock did not engage. Item -386862 lot -4022034.

Event description:
Material# 386862. Batch# 4022034. It was reported by customer that nurse was inserting an IV and the safety lock did not engage. Verbatim: rcc received a complaint via email. Nurse was inserting an IV and the safety lock did not engage. Item -386862. Lot -4022034.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.